Event description:
A surgeon reported aseptic endophthalmitis and keratitis precipitates after intraocular lens implantation in a patient's right eye. The patient was treated with steroid injections and then recovered. There is no product sample available as the intraocular lens still implanted in the patient's eye. Upon follow the reporter informed that it was considered that the aseptic endophthalmitis was not due to the intraocular lens implant. There is no additional information available for this report.

Manufacturer narrative:
A product sample was not returned for evaluation. The product's history record was reviewed and the documentation indicated that the product met release criteria. Based on a review of complaints received, the manufacturing investigation has not identified a root cause to date. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).